Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Sale representative reported on behalf of healthcare professional a keller funnel¿2 "didn't have any lubricant coating on the inside of the funnels", "was using a silicone breast sizer," "there was no damage to the sizer", and : the lubricant did not get applied to this batch". Device was not implanted. Surgery was completed with a back-up device. No patient contact was made.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h1.

Event description:
Sale representative reported on behalf of healthcare professional a keller funnel¿2 "didn't have any lubricant coating on the inside of the funnels", "was using a silicone breast sizer," "there was no damage to the sizer", and : the lubricant did not get applied to this batch". Device was not implanted. Surgery was completed with a back-up device. No patient contact was made.

Manufacturer narrative:
Investigation result: the category/subcategory of mechanical issue - lubricity was verified based on the test results in the sample investigation. Conclusion: the category/subcategory of mechanical issue - lubricity was verified since the interior surface of the funnel was not observed to be lubricious. Due to the non-lubricious condition of the interior surface, a lubricity/ functional evaluation was not performed. The probable cause for the interior surface of the funnel to not be lubricious is unknown; however, a manufacturing error is suspected. Command medical products and formacoat were notified of the sample condition. The sample was sent to formacoat for additional evaluation.

Event description:
Sale representative reported on behalf of healthcare professional a keller funnel¿2 "didn't have any lubricant coating on the inside of the funnels", "was using a silicone breast sizer," "there was no damage to the sizer", and : the lubricant did not get applied to this batch". Device was not implanted. Surgery was completed with a back-up device. No patient contact was made.